Manufacturer narrative:
As reported, a 4mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty balloon catheter crossed the lesion and the air pressure reached its nominal balloon pressure, one or two pressure was added; however, the saber rx ruptured. It was then replaced with an unknown high pressure balloon catheter to complete the procedure. There was no reported patient injury. The maximum inflation pressure was 9-10atm. The lesion was severely calcified, with no tortuosity. There was one hundred percent stenosis. The device was used for a chronic total occlusion. The right iliac artery and the right superficial femoral artery were treated. The lesion was the right femoral artery and a cross-over approach was made from the left common femoral artery. An unknown guidewire was used to cross the lesion and the saber rx was used to inflate the lesion. The operator was trained to use the device. The device was opened in a sterile field. The device was stored in the cath lab in a box for about a year. The device was stored, handled, and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact. The product was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 82203666 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and a chronic total occlusion may have contributed to the reported event as calcification is known to cause damage to balloon material. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, a 4mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty balloon catheter crossed the lesion and the air pressure reached its nominal balloon pressure, one or two pressure was added; however, the saber rx ruptured. It was then replaced with an unknown high pressure balloon catheter to complete the procedure. There was no reported patient injury. The right iliac artery and the right superficial femoral artery were treated. The lesion was the right femoral artery and a cross-over approach was made from the left common femoral artery. An unknown guidewire was used to cross the lesion and the saber rx was used to inflate the lesion. The operator was trained to use the device. The device was opened in a sterile field. The device was stored in he cath lab in a box for about a year. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The contrast to saline ration was 1:1. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The maximum inflation pressure was 9-10atm. The balloon catheter was removed easily and intact. The lesion was severely calcified, with no tortuosity. There was one hundred percent stenosis. The device was used for a chronic total occlusion. The device will not be returned for evaluation as it was discarded in the hospital.